Manufacturer narrative:
Reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test. 2 of 3 failed per spec. First failed due to found tubing to be slit from cannula 2nd failed due to found broken cannula with missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. One remaining sensors passed per spec with accurate readings.

Event description:
The mother reported via phone call that the sensor was not functional. The mother also reported the customer had adhesive issues with one of the sensor. Customer's blood glucose was unknown at the time of incident. The mother agreed to return the sensor for analysis.